Manufacturer narrative:
It was reported that it was impossible to flush and irrigate the catheter while it was being used on the patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was not irrigated. A second visual inspection was performed and reddish material in luer hub was observed causing the failure. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the occlusion could be related to the reddish material in luer hub that was observed during product analysis, causing the failure. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro. Initially, it was indicated that it was impossible to flush and irrigate catheter. There was no patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 13-mar-2026, additional information was received which indicated that the issue was noted during the time that the catheter was used on the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of (B)(6) 2026. Additional information also indicated that there was no error from the irrigation pump. A manual flush of the catheter was conducted; however, this did not resolve the issue. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.